Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced three infusion set tubing detachment events on (B)(6) 2025. Site of insertion was right abdomen. Detachment was from connector. Infusion set was in use for 30 minutes to an hour. Patient replaced infusion set and resumed insulin successfully. No further information available.